Event description:
The customer observed a false positive result generated for a patient sample tested with the axsym toxo igg assay that is known to be negative for toxo igg. An initial result of 37 iu/ ml retested upon recentrifugation of the sample at a negative result (less than 2 iu/ml). The sample tested toxo igm negative. The sample was also tested by a different fluorescence methodology and generated negative toxo igg results. No suspect results were reported from the lab. The customer requested a service visit. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 09k08 that has a similar product distributed in the us, list number 3b22-22. (B)(4). (B)(6).

Manufacturer narrative:
Reagent specificity was evaluated on two separate axsym systems using retained reagent kits of a similar lot 06609li00 that is identical in bulk solution to lot 06609li01 under evaluation. A specificity panel (toxo igg panel 1) and the toxo igg negative control were tested in replicates of five. The generated results met specifications with no false reactive results generated. An additional 30 replicates of the negative control were tested to evaluate reproducibility with all results meeting specifications and no false reactive results generated. Furthermore, the mean values for the negative control obtained with reagent lot numbers 06609li00 and the reference reagent lot 09061li00 were statistically analyzed and the result indicates that the performance of both reagent lots is not statistically different on one instrument. The other instrument shows that the performance of both reagent lots is statistically different. Due to the fact that all the single replicates of the reference lot 09061li00 have the value 0.00 it is not possible to calculate a confidence interval. Furthermore all single replicates are inside the customer specifications from 0.00 to 1.50 iu/ml and there is no indication for increased values. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym toxo igg assay package insert provides information to address the customer's current issue. Based on the current evaluation, it was determined that the axsym toxo igg reagent, list number 9k08-20, lot number 06609li00, is performing acceptably. A product deficiency was not identified.